Event description:
It was reported that during a percutaneous peripheral intervention procedure, a guide wire tip detached and remained inside the patient. The target lesion was located in the tibial artery. A v-14 guide wire was placed at the target lesion and during withdrawal the guide wire was pulled and approximately 3-5 cm of the guide wire tip broke off. The physician attempted to snare the detached tip, but the tip would not move. The physician thought that the detached tip may be secure in the intima. The procedure was completed with balloon angioplasty. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).